Event description:
A laser fiber caught on fire (note: pt observed smoke) when the clinician was activating the fiber outside of a pt. There was no reported injury.

Manufacturer narrative:
The returned fiber was evaluated, the tag was read and confirmed that the fiber had been fired. Initial inspection observed that the 'boot' was in 2 bits and appeared to be melted. This confirms the complaint. Further investigation showed there was no damage to the distal tip. It looks as though the fiber was damaged between the gripper and the boot. This sma end of fiber was melted. The fiber has suffered some severe trauma but the investigation was unable to determine at what stage of handling this damage would have occurred. The user fired the fiber outside the pt which caused the damage to the fiber. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).